Event description:
It was reported that during a subtotal thyroidectomy procedure, the tissue pad was sliding proximally, and the small parts of the pad fell into the situs. They were able to be removed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.